Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred.the 90% stenosed target lesion was located in the calcified and severely tortuous proximal left circumflex artery. The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal left circumflex artery. The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device returned to MFR.: a visual and microscopic examination identified distal stent damage. One strut on the first row from the distal edge was raised distally. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were identified along the hypotube. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4)